Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000503 ; product ID: bi71000159: g code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative (rep) went to the site to test the imaging system, checked the covers and noticed that the inner cover was overlapping the sidewall cover causing tension with the door closed. There was also a sharp edge on the inner 135 cover. The rep shaved down a small sharp point on the inner 135 cover and the took off the inner 90 cover also, they flipped and re-installed it in reverse. This solved the issue and the door was no longer making sounds and closed into 2d. They performed a system checkout. All tests were passed. MDR codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would give the error message, "cannot radiate, gantry open" when trying to expose, even though the gantry was closed. Site removed patient from the system, reclosed it, and was able to expose. Site put the system back around the patient and tried to expose a second time, but the same error message popped up. Site used a competitor imaging system to complete this case. Patient was present. There was unknown surgical delay and impact on patient outcome.